Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow, functional check verified flow rate (fr) was 0.0 and inlet pressure (ip) was -13.0 when fluid delivery line (fdl) was removed inlet pressure (ip) was remained -13.2, circulation pump command (cpc) was also 100%. There was a pressure transducer issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The device was evaluated upon receipt. Installed new transducer to fill. Replaced manifold transducer. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had no flow, functional check verified flow rate (fr) was 0.0 and inlet pressure (ip) was -13.0 when fluid delivery line (fdl) was removed inlet pressure (ip) was remained -13.2, circulation pump command (cpc) was also 100%. There was a pressure transducer issue.